Event description:
Caller reports that during a correlation study the following coaguchek s/laboratory results were obtained. 1.8 inr/2.98 inr; 2.2 inr/3.46 inr; 1.7 inr/2.58 inr; 2.0 inr/3.53 inr; 4.2 inr/1.0 inr; 2.6 inr/4.01 inr. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.